Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/14/2020. Batch # unk we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color/product code cartridges were used for creation of sleeve? Does surgeon routinely wait 15 seconds prior to firing? Were any issues noted with device to include staple form? Was the site of the leak identified? If so, were any staple formation issues noted at the site? Please confirm that long60a was used. What is the current patient status? Reloads: green, gold, and blues the rest of the way up. The surgeon does wait ten to fifteen seconds routinely. No issues with the device. Leak site was not identified. Patient is currently doing well.

Event description:
It was reported that the doctor performed a gastric sleeve on a patient on (B)(6) 2019, using a long60a. Six hours, post op, there was an active bleed and the patient had to return to the operating room. The patient had five liters of blood in the abdomen, went to the ICU, intubated with blood transfusions and extended length of stay. No product to be returned. This is all the information known/available regarding this event.